Event description:
Customer initially reports metal peeling from syringe sometimes going into patient's mouth. No patient injury. On (B)(6) 2014 doctor reports that she administered "freezing to a patient." Shortly after, patient started coughing, a tiny object was going down her throat. Patient was given rinse water and she spit it at the sink. The patient managed to get the object out, either by swallowing it or spitting it out. Doctor investigated and noticed that the metal coating on the syringe was peeling off, little pieces were found on the tray table. The patient was fine and ok to proceed with the rest of her dental appointment.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.